Event description:
It was reported that approx one month ago, a fistula developed over the incision site "in back of the pt's leg" at the extension location. The hcp determined the pt had developed an infection and would need to have the system explanted. Surgery was set for a later date, as the pt was going out of the country. No other symptoms or outcome were reported. Add'l info has been requested, a follow-up report will be submitted if add'l info becomes available.